Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The customer changed the sites. The alarm was resolved with a complete set change. The customer was unable to troubleshoot. Customer's blood glucose level was 102 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.